Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pmp549, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gastric bypass procedure on (B)(6) 2020 and suture was used. During the procedure, the suture popped off the needle at the swage, unknown layer of tissue, unknown loop. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/09/2020. Additional investigation summary: unopened samples of product code k833, lot pmp549 were returned for analysis. The complaint sample was not received for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.